Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 18-dec-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4) , ubd: 31-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had stimulation during the trial, but after the permanent lead implant, patient did not have stimulation. Reports the leads were implanted on c6/7 and c1. Reports one of the two leads had migrated down to patient's back. Caller reports patient was than evaluated for complex regional pain syndrome ,xray was done on the perc lead implanted on (B)(6) 2019. Reports xray confirmed one of the leads had migrated down to t9/11. Caller reports patient indicated when he programmed into MRI mode, patient is seeing a full body eligible.